Event description:
Rptr states customer was unable to obtain a blood glucose result on the compact plus sys due to an error within spec while having low blood glucose symptoms. Emt's were called, and result on their meter was 48 mg/dl; customer was treated with "glucose liquid", and symptoms improved. Requested return of suspect device and replacement was sent.